Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced hypoglycemia with a reported blood glucose (bg) nadir of 39 mg/dl. Emergency medical services were called, and the user was treated with glucagon. The user recovered following treatment. No long-term effects were reported. Cgm logs confirm no insulin delivery between before or during the low bg event.